Event description:
Pt had pacemaker implanted on 1/25/1995. On a routine checkup it was noted that there was no pacemaker activity. She underwent a pacemaker battery replacement on 6/11/1998. The physician noted that the generator had a flaw with the connector and was replaced without incident. The pt was discharged the same day.